Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient right hip was revised on (B)(6) 2010 and left hip was revised on (B)(6) 2012 due to patient alleged pain and loss of movement. No further information has been provided to date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to metal staining, osteolysis and elevated metal ions. The operative notes confirm that the acetabular cup, taper adapter and modular head were removed and replaced. The revision procedure that took place on (B)(6) 2012 was due to metallosis and cysts. The operative notes confirm that the acetabular cup, taper adapter and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 6 mdrs filed for the same patient (reference 1825034-2012-01783 & 2013-02993 / 02997).